Event description:
It was reported " balloon would not fully unwrap at the tip". No patient injury or consequence reported. It is also reported that the medical intervention performed was "unknown". At the time of this report, the customer as not responded to our requests for additional information.

Manufacturer narrative:
(B)(4) the reported complaint for "balloon would not fully unwrap at the tip" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " balloon would not fully unwrap at the tip". No patient injury or consequence reported. It is also reported that the medical intervention performed was "unknown". At the time of this report, the customer as not responded to our requests for additional information.